Event description:
It was reported that the light source system images were dark, and the lighting did not adjust properly when entering dark areas. This resulted in a procedure prolongation of 30 minutes or more, while the patient was under sedation. The diagnostic colonoscopy was completed using a backup device, with no further patient harm reported.

Event description:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: d9. Corrections to b1, and b2. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should only be product problem, and b2 should not be marked at all. The f10 health effect - impact code is f26 no health consequences or impact.